Event description:
The patient reported that the device never worked after implant and that it was unable to control the heart beat, with the patient still having a rapid, constant heart beat from 92 to 135 bpm. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 429688 lead, implanted: (B)(6) 2014; 5076-52 lead, implanted: (B)(6) 2014. (B)(4).